Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis revealed that the radio frequency programmer head failed all uplink amplitude tests and that the rubber portion of the head label was gone. The cable and label were both replaced. (B)(4).

Event description:
The radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis.